Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain and tibial loosening at the cement/implant interface. The cement manufacturer is unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 9-7-2017 medical records and claim letter reviewed. Primary operative note (B)(6)2010 indicates patient received a left total knee arthroplasty due to severe osteoarthritis and degenerative joint disease of the left knee. The procedure was completed without complication indicated by the surgeon. Office notes (B)(6)2012 indicate the patient is experiencing a ¿dragging sensation¿ of her left leg. There is no pain, however, there is a slight warmth to the knee. Bone scan revealed increased uptake in all 3 phases around the knee suggesting loosening or even infection. Revision operative note (B)(6)2012 indicates the patient received a left knee arthrotomy with lysis of adhesions, synovectomy and polyethylene exchange due to painful left knee with scar tissue. Procedure description reveals a slight joint effusion as well as inflamed synovium thought-out the knee upon entering the joint. The synovium as well as calcifications were debrided. The polyethylene liner was removed. The tibial tray and femoral component were both stress tested and found to have no evidence of loosening at all. The procedure was completed without complication indicated by the surgeon. Office notes (B)(6)2013 indicate that radiographs reveal a slight lucency under one side of the tibial tray and medially. Office notes (B)(6)2013 indicate the patient is being seen due to continued painful left total knee, imaging did not reveal any evidence of prosthetic loosening or synovitis in the left knee. Revision operative notes (B)(6)2015 indicate the patient received a left total knee arthroplasty revision due to unstable left total knee arthroplasty. Indications reveal patient was experiencing global instability. Procedure detail indicates that the tibial tray had subsided some down into the tibia. The tibia was easily pried from the cement without any force, this was consistent with a loose tibial component as indicated by the surgeon. Progress notes (B)(6)2016 indicate the patient reports to be doing well with her left knee with only occasional and mild left knee pain. Updated 10-4-2017.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.